Event description:
It was reported that a patient had his pump removed due to an infection. The patient's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted (B)(6) 2010, explanted unknown.